Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) it is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents from this lot. A conclusive cause for the reported failure to seal the perforation and reported patient effect cannot be determined. The reported patient effect of ventricular fibrillation, as listed in the graftmaster rapid exchange (rx) coronary stent graft system, domestic instructions for use, is a known patient effect that may be associated with coronary stenting. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design, or labeling of the device. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the patient presented with critical stenosis in the left circumflex (lcx) coronary artery. This was treated via placement of a non-abbott 3.0 drug-eluting stent. This stent was post dilated with an unspecified 3.25mm balloon due to persistent mid stent narrowing. A perforation with extravasation in the lcx was noted after post-dilatation, requiring a covered stent. A 3.5x19 rx graftmaster covered stent was deployed at 15 atmospheres (atm), however the perforation was not sealed due to a leak in the covered stent. A 2.8x19 rx graftmaster was then deployed at 14 atm and reportedly sealed the perforation in the lcx. While the 2.8x19 rx graftmaster successfully sealed the perforation, the patient experience ventricular fibrillation and was defibrillated due to the continued bleeding after placement of the 1st graftmaster. Defibrillation successfully treated the ventricular fibrillation, stabilizing the patient. The patient was returned to the cardiovascular intensive care unit for additional observation for a few days due to the v-fib related to the graftmaster leak and still remains there for reasons unrelated to the procedure. There have been no post-procedure adverse patient sequelae. No additional information was provided.